Event description:
Pt with an open wound to the left lower extremity was taken to the or for completion of grafting. While attempting to mesh the graft, the mesher shredded portions of the graft. The procedure was completed. The mesher was sent for repair.